Manufacturer narrative:
(B)(4). Investigation results. Visual examination of the returned complaint device confirmed that the black exit marker was detached and was not returned with the device. No other issues were noted. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used during the same procedure. Manufacturer report# 3005099803-2018-00196 pertains to the first device, and manufacturer report# 3005099803-2018-00197 pertains to the second device. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloons were used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while removing the device from the scope, the black exit marker bunched up and detached from the rest of the device. No piece of the device detached inside the patient. On the second balloon, the exit marker bunched up but remained on the catheter. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.